Event description:
The customer's daughter reported that the insulin pump's battery cap had to be held down with tape. Customer's daughter also reported that the insulin pump had a motor error alarm during bolus. Customer's daughter did not list any significant events leading up to the motor error alarm. Blood glucose level at the time of the call was 67 mg/dl. Customer's daughter confirmed that the low blood glucose level was treated with food. The customer's daughter was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
No button response due to flattened dome switch on act button and moisture damage on keypad traces. Unable to confirm motor error alarm and unexpected low battery alarms due to keypad anomaly. Unable to perform functional test including prime/delivery test displacement, rewind, basic occlusion and excessive no delivery alarm tests due to keypad anomaly. Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, missing end cap sticker and cracked case near display window corners noted during visual inspection. Motor tested ok.